Event description:
After exiting the cheney platform lift in her unit the hardware for the right front caster fork and headtube has loosen causing the right front caster to move towards the back of the chair making the chair uneven.